Event description:
Female with history of deep vein thrombus, bilateral lower extremity deep vein thrombosis and pulmonary embolisms was admitted for recent intracerebral hemorrhage. Treatment plan included stopping of anticoagulants and placement of an inter vena cava filter. The pt's right groin vein was entered for cannulation with a needle and the wire advanced. The seldinger technique was used to place the filter, sheath and dilator into the right iliac vein. A vena cavogram was performed, with confirmation the vena cava was of appropriate size. The sheath and filter was advanced to an attempt was made to deploy the filter. The filter would not completely deploy, and only fully deployed after pulling the sheath and filter back near the bifurcation of the iliacs. The filter was not in the correct location. After attempting to adjust without success, the filter was removed from another access location: the jugular vein. Another inter vena cava filter was placed in the internal jugular with good positioning. A vena cavogram confirmed that there were no injuries to the pt's vena cava from the procedure.